Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high and low blood glucose due to the insulin pump and as a result, the customer was hospitalized. Caller reported that customer was treating with the insulin pump, but the blood glucose was not changing. Caller reported that the customer's blood glucose ranged from 2.7 mmol/l to 33.0 mmol/l. Caller reported that the reservoir ring from the insulin pump was broken. Caller reported that the reservoir was able to lock when inserted into the insulin pump. Reservoir is not expected to return for failure analysis.